Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed scope communication error (e216) message. The reported issue occurred during preparation of use for an unknown procedure. There were no reports of patient harm associated with this event. The customer contacted technical assistance center (tac) for troubleshooting prior to device return.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. No fluid was found in the scope connector. Upon further inspection, it was observed that the image had two white dots and after an hour static was also found on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.